Event description:
Customer reported that the numbers on the insulin pump's screen were scrolling. Customer stated that the buttons on the keypad were not responding. Customer stated that the insulin pump may have recently been exposed to high temperatures. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.